Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens but the surgeon did not like the sizing so removed the icl within the same surgery. The icl was removed with no patient injury and another same model but different size lens was implanted. The reporter stated they had ordered two different size lenses and it was the surgeon's choice to implant the 13.7mm. The event was not lens related. The reporter stated the icl was damaged when removed from the patient's eye. The patient is doing quite well.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient (B)(4) - no lens malfunction. Evaluation results: visual inspection of the returned product found pieces of two haptics torn off and missing. The lens was returned in liquid. (B)(4).